Event description:
A minimum fill notification was reported by the caller. There was no reported impact to the customer's blood glucose level as the caller declined to provide information. The cartridge was reloaded and insulin therapy was resumed.